Manufacturer narrative:
Other, other text: a device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. All tamper seals were intact. No evidence of the reported problem was found in the event log. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications, instead of under delivery. Signs of fluid ingression found on pump by the chassis base of the expulsor which possibly caused the issue. The expulsor was previously trimmed down to bring the delivery accuracy to nominal of a range. Actions/repairs were done to correct the reported issue: expulsor was replaced.

Event description:
Information was received indicating that during testing of this smiths medical cadd legacy pump, the pump failed accuracy by -16.5%. No patient involvement reported.